Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration 10mg/ml; dose 2.633mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and radicular pain syndrome. The patient had reported increased pain, spasms, nausea, decreased energy, and signs and symptoms of withdrawal. Clinic notes were provided from an office visit on (B)(6) 2015. At this time the pump rate was morphine at 1.802mg/day. The patient stated that 2 days prior he was completely fine and the symptoms started on (B)(6) 2015 and continued to get worse. At this time the hcp expressed concern of catheter dislodgement or fracture as well as pump malfunction. The plan was to admit the patient to monitor him closely and to order appropriate imaging of the catheter and pump. The patient was admitted on (B)(6) 2015 and on (B)(6) 2015 had improved with intravenous (IV) pain medication. A dye study was performed on (B)(6) 2015 which showed normal flow. The patient had a follow up visit on (B)(6) 2015 at which time the pump rate was morphine 1.998mg/day. At this time the patient complained of neck pain, thoracic pain, and low blood pressure (lbp). Since hospital discharge these symptoms had gotten worse. The patient described the pain as burning and pulsating, and rated the pain a 7.5; 9 at its worse on a 1 to 10 pain rating scale. The patient was currently using the oral percocet that he got at discharge which was helping him keep from going into full blown withdrawal. The patient felt that the pump was not functioning correctly. The patient had been diagnosed with a urinary tract infection (uti) while in the hospital and finished his antibiotics 1-2 days ago. The patient did not feel that the symptoms were related to the uti, but to the pump. Additional patient medications included aspirin and morphine injection. Upon review of the symptoms, the patient admitted to fatigue, neck pain, constipation, tremors, joint pain, joint swelling, muscle cramps, and difficulty sleeping. On (B)(6) 2015 the hcp reported that the patient was to have magnetic resonance imaging (MRI) due to the increased pain. The MRI showed a small hemangioma at t9, no acute findings, and the intrathecal catheter was located in left dorsal thecal sac at t10. The patient was taken to the operating room (or) for a catheter revision on (B)(6) 2015. At this time it was stated that the pump had been controlling the patient's pain well until recently and now he had started to experience significant discomfort and withdrawal symptoms. The patient did not experience any improvement following the dye study with the increase in dose. During the revision, there appeared to be little kinking distal to the anchor and the hcp was suspicious that this may have been preventing the full dose from getting through. The hcp went ahead and removed the entire catheter. There was cerebrospinal fluid (csf) coming through the track which was re-approximated. A new catheter was inserted at the l2-3 level and good csf flow was seen. Csf was collected and sent for routine study. The pump remained implanted. Following the revision, a bolus was programmed to full up the new catheter and the sutureless catheter in the pocket. The pump was programmed to the previous dose of 1.998mg/day. The patient tolerated the procedure well, was taken to the recovery room in stable condition, and there was no immediate complication.

Event description:
Additional information was received from the health care provider (hcp). The pump was not empty. The patient was a 6 month fill. The fill date was scheduled for (B)(6) 2015. The patient was having withdrawal symptoms. They changed medications and admitted him to the hospital. They had a dye study, which was normal. The patient came to their next appointment on (B)(6) with the same symptoms, and they were scheduled for pump revision at that visit. The revision was done on (B)(6) 2015, and the patient was now doing better.